Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no sound, even if it was turned on. The customer's blood glucose level was 86 mg/dl at the time of incident. Customer checked the maximum volume and minimum volume. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Audio tones not noted during self test. Adjusted the audio options audio volume and verified audio tone does not adjust accordingly. Pump error 63 alarm is not noted during self test and in device history. Problem isolated to electronic assemblies.